Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with episodes of non-sustained ventricular oversensing stored on the implantable cardioverter defibrillator. Upon examination, it was determined that the event was caused by t wave oversensing. Recommended programming changes were completed. The patient was in stable condition throughout the event.

Event description:
New information received stated that the device exhibited post paced t wave oversensing on (B)(6) 2020. The patient was brought to the clinic and the recommended programming changes were made. The patient's condition was stable.

Event description:
New information received stated that the device exhibited another event of t wave oversensing on (B)(6) 2020. The patient then presented to the hospital and the recommended programming changes were made. There were no adverse consequences to the patient.